Manufacturer narrative:
This report is submitted on july 09, 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the audiologist, it was reported that the patient experienced chronic irritation at the abutment site. Subsequently, the patient underwent and abutment change under a general anaesthetic on (B)(6) 2018.